Event description:
A 69-years-old male patient (weight 100.5kg) experienced stemi, was admitted and underwent pci and sso2 therapy. Target pci lesion was in lad, stent was placed in this vessel. A ss02 catheter 3.5 (lot #unknown) was used for therapy, and there was no difficulty placing the sso2 catheter 3.5. Just after the 60 minutes infusion, a thrombus was identified in left circumflex artery. During hospitalization the patient received the following anticoagulation therapy: plavix and aspirin and heparin before and during pci, then cangrel or once thrombus was diagnosed and then switched to brilinta. Activated clotting time (act) were maintained above 250 for the duration of the infusion. Per patient medical history, distant myocardial infarction (mi) although not on meds; no prior history of diabetes mellitus (dm), hypertension (htn), dyslipidemia or tobacco. Waxing and waning symptoms for one week and then prolonged symptoms for 10-12 hours. Plavix, aspirin, and heparin antiplatelet were used before and during pci. Cangrelor treatment once thrombus was diagnosed, and then switched to brilinta. Thrombus was removed. No consequences or impact to the patient.

Manufacturer narrative:
The sso2 catheter 3.5 associated with this complaint was not returned for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. Event was serious as event required additional intervention. Supersaturated oxygen (sso2) therapy is an adjunctive cardiac catheterization laboratory initiated procedure targeted at the left main coronary artery (lmca) of an acute myocardial infarction (ami) patient after successful percutaneous intervention (pci) with stenting has been performed of the left anterior descending coronary artery. The therox downstream system is indicated for the preparation and delivery of supersaturated oxygen therapy (sso2 therapy) to targeted ischemic regions perfused by the patient's left anterior descending coronary artery immediately following revascularization by means of percutaneous coronary intervention (pci) with stenting that has been completed within 6 hours after the onset of anterior acute myocardial infarction (ami) symptoms caused by a left anterior descending artery infarct lesion. Based on all available information and meddev definitions, event could be assessed as not related to therox device and sso2 procedure with this device because thrombus occurred in a different vessel. Thrombus is anticipated event and could potentially occur post pci treatment. The reported event is not related to the device and procedure.

Event description:
A 69-years-old male patient (weight 100.5kg) experienced stemi, was admitted and underwent pci and sso2 therapy. Target pci lesion was in lad, stent was placed in this vessel. A ss02 catheter 3.5 (lot #unknown) was used for therapy, and there was no difficulty placing the sso2 catheter 3.5. Just after the 60 minutes infusion, a thrombus was identified in left circumflex artery. During hospitalization the patient received the following anticoagulation therapy: plavix and aspirin and heparin before and during pci, then cangrelor once thrombus was diagnosed and then switched to brilinta. Activated clotting time (act) were maintained above 250 for the duration of the infusion. Per patient medical history, distant myocardial infarction (mi) although not on meds; no prior history of diabetes mellitus (dm), hypertension (htn), dyslipidemia or tobacco. Waxing and waning symptoms for one week and then prolonged symptoms for 10-12 hours. Plavix, aspirin, and heparin antiplatelet were used before and during pci. Cangrelor treatment once thrombus was diagnosed, and then switched to brilinta. Thrombus was removed.

Manufacturer narrative:
This report is to provide correction on the zoll interpreted problem, section b5.